Event description:
It was reported that during a da vinci si cholecystectomy procedure the mega suturecut needle driver instrument wires broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cables were broken at the distal pulleys, where slight surface scratches were observed. No other damage was found.